Event description:
It was reported that on (b)(6) 2026, a 19mm SJM Regent Heart Valve w/ Flex Cuff was chosen for a procedure. During procedure, it was noted that the Valve Stuck.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.